Event description:
Physician called to report that he was treating a pt with a scrotal fistula and sphincter deficiency. The physician performed a right orchiectomy in 2003. Pt's medical history included several catheterizations, rectal exams, cystoscopies and a targis treatment at a different clinic 4 months before. The physician will continue to follow the pt's progress. The disposable devices are not available for eval by urologix.